Manufacturer narrative:
Calibration was last performed on 28-jun-2023. The qc recovery data provided was acceptable. The alarm trace showed sample clot detection and sample foam detection alarms. The field service engineer (fse) performed an instrument check successfully. A product problem was not identified. The root cause of the event could not be determined.

Event description:
There was an allegation of questionable elecsys ft4 ii assay results for 1 patient sample on a cobas e 801 analytical unit. On (B)(6) 2023, the initial ft4 result was 7.77 ng/dl with flag. The doctor questioned the result and the sample was repeated. On (B)(6) 2023, the sample was repeated on a different module and the result were 1.11 ng/dl, 1.09 ng/dl, and 1.10 ng/dl.

Manufacturer narrative:
The reagent lot number was 672392 with an expiration date of 29-feb-2024. The investigation is ongoing.